Event description:
Same case as 15247460-2010-00174. The complainant reported a under-delivery. The intended delivery amount was 500ml to be delivered over 4 hours at a rate of 120 ml/hr; however, the actual amount received was 300 ml per visual assessment.

Manufacturer narrative:
Mfg event ID: (B)(4) . The device reported, list number (B)(4) , is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4) , that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.